Event description:
A surgeon reported that following intraocular lens implant (iol) surgery, a patient reported seeing an intermittent dark area. The patient was treated with medication with no improvement. A lens exchange was performed. Additional information, including the patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information has been requested.